Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 30mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.50x38mm synergy stent, with 9% residual stenosis following post-dilation. The 2nd target lesion was located in the 1st diagonal branch (dx1) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.30mm. After pre-dilation using an emerge balloon catheter, a sub intimal grade b dissection was noted distally which was treated with placement of a 2.25x12mm synergy stent. The target lesion was treated with a 2.25x20mm synergy stent, with 9% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).